Event description:
It was reported that a patient underwent a cardiac ablation procedure with an ez steer ds catheter and the tip was detached. Initially it was reported that weakness on the distal end of the probe that tends to this kinker. No patient consequence reported. Additional information was received on 05-jan-2026 which indicated that the tip was detached. The damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The issue was found 5mm from the distal end of the catheter. The device was not pre-shaped. Desilet femoral 8fr non-peelable sheath (abbott laboratory fast-cath part no. 406362) used. Additional information was received on 12-jan-2026. No photo evidence for this event. The tip barely held when the probe was removed. It detached outside the patient when the cardiologist touched it to check his integrity. There was only one point of weakness at the distal end of the catheter. At the end of the procedure, plicated the catheter at this point of weakness to see and the distal end eventually yielded. The defective catheter went out its packaging. The catheter presented a curve at the distal tip level but according to the surgeon's expertise, this curve constitutes a point of weakness of the catheter which during ablation, in particular flutter, tends to bend toward the septum. The event was originally considered non-reportable, however, bwi became aware on 05-jan-2026 that the tip was detached and have reassessed the event as reportable. The awareness date for this record is 05-jan-2026.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31734188m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).